Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings within a two minute timeframe on the precision qid blood glucose meter. There was no report of death serious injury or mistreatment associated with this event.